Event description:
(B)(4). Date is approx....from the start one coil is missing, abdominal pain, cramping, stabbing, excessive bleeding, spotting, early menopause, hot flashes, painful intercourse, vulva itching, weight gain, bloating. Few years later my back started hurting, knee joints aching, hips hurting, all over body aches, unexplained rashes, numbness in left hand, nerve pain in right calf and right hip, swelling of legs and feet. Then a few years after that I started having unexplained headaches everyday that progressed to migraines and vertigo, forgetfulness and brain fog, depression, insomnia, ptsd, mood swings, thinning hair, receding gums, numbness/tingling of lips and dry skin. I have been complaining to my doctors over the years about most of these items and have gotten no where other than a new prescription. No one has ever talked to me about side effects from the essure. Essure was paid for by my insurer.